Event description:
My wife and I purchased a twin package of (B)(6) equate hydrogen peroxide cleaning and disinfecting lens care system. The gn code is 2874.78022; lot 13010; ex date: 10/01/2017. We used the first bottle, but did not appear to have any problems, although both my wife and I, noticed that we had excessive irritated, red and dry eyes. We attributed the problem to colds and allergies. However, half-way through second bottle, as our colds/allergies were not as much an issue, we both noticed that the cleaner solution smelled with the odor from a "magic marker". It was very apparent. I put some of the solution in a clean glass to see if it was in fact coming from the solution, which I confirmed. I also asked my (B)(6) son, to smell the solution and without prompting immediately said it smelled like a fresh black magic marker. We have discontinued using this product lot and began using ciba's clear care (the name brand equivalent). Our symptoms, including significant eye irritation, redness and dryness are slowly subsiding. If the symptoms do not completely subside within a couple more days, we plan to see medical attention to determine if the problem is more serious. We have kept the container, which still contains some of the product, should the FDA wish to examine the product to determine if it is contaminated, mislabelled, etc and needs to be recalled.